Manufacturer narrative:
On 19-jun-2024, additional information was received that the treated was a moderately calcified lesion (80 percent stenosis degree, vessel reference diameter 6 mm, lesion length 30 mm) in a mildly tortuous part of the distal sfa. The lesion was pre-dilated. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, one photograph taken from the angiogram was reviewed. The photograph provided shows the stent after its release in the sfa. Inside the released stent, two radiopaque markers are visible. The length of the stent is marked 55.09 mm. Geometric distortions of the stent structure are recognizable. The inhomogeneous radiopacity in the proximal stent portion may be suggestive of a focal stent elongation. Unfortunately, the quality of the photograph is rather poor and there are visual limitations from anatomical structures (i.e. Femoral bone, calcium in the artery). Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations, no material or manufacturing related root cause could be determined.

Manufacturer narrative:
Corrected the initial reporter information. Reference CAPA# nc-24-004. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, one photograph taken from the angiogram was reviewed. The photograph provided shows the stent after its release in the sfa. Inside the released stent, two radiopaque markers are visible. The length of the stent is marked 55.09 mm. Geometric distortions of the stent structure are recognizable. The inhomogeneous radiopacity in the proximal stent portion may be suggestive of a focal stent elongation. Unfortunately, the quality of the photograph is rather poor and there are visual limitations from anatomical structures (i.e. Femoral bone, calcium in the artery). Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations, no material or manufacturing related root cause could be determined.

Event description:
The pulsar-18 t3 self-expandable stent was deployed in the sfa. The stent looked longer than advertised length. Measurement on angiographic picture showed > 40mm. Deployment proceeded as usual with no movement or elongation of the stent.